Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt requested reprogramming. The sjm rep was unable to reprogram the system. Further interrogation of the system revealed the lead had many invalid contacts. The next course of action was undetermined.